Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, evidence of a short battery life was illustrated with premature voltage drops leading to a ¿cs128¿ alarm on 15-sep-17. The battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister, a leak test failed due to a battery compartment leak. The pump¿s ¿ez-prime¿ steps were performed correctly. All current readings were found to be above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed, and further moisture was found to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.